Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on the same day, the patient experienced a low blood glucose (bg) of 45mg/dl with severe dizziness after tightening the cartridge cap while attached. Reportedly, the cartridge cap was loose and the pump subsequently emitted a loss of prime alarm, and the patient tightened the cap while still attached to the pump. Due to tightening the cap while attached, the patient reportedly received an unknown unintended amount of additional insulin. The patient reportedly did not receive 3rd party assistance to treat the low bg and the patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. There was no indication of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.